Event description:
The customer reported that he received no delivery alarms. He reverted to shots. The customer stated he changed out sets and was still receiving the alarm. He stated his blood glucose was in the 300 to 700 mg/dl range, and he was hospitalized. It was not possible to troubleshoot, as the customer did not have the insulin pump with him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.